Event description:
Pt was implanted with 12mm ti cann retro/antegrade femoral nail-ex, locking screws and end cap to the left femur on an unk date. Patient returned for a follow-up doctors visit with knee pain. Pt was then returned to the operating room on (B)(6) 2012 for removal of hardware. The nail was slightly sticking into the knee joint subsequently causing pain in the pts knee. Pt was not revised with any add¿l hardware as the pts femur fracture was completely healed. The explant procedure was completed successfully. Reportedly there were no devices broken. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.